Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2007, this pt was implanted with seven gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the right hypogastric artery was coil embolized at this time. On (B)(6), 2011, follow-up imaging identified a distal type I endoleak and right common iliac artery aneurysm enlargement of 2 cm due to aneurysm disease progression. It was reported that the distal type I endoleak and aneurysm enlargement was associated with a contralateral leg component. On (B)(6), 2011, an intervention was performed whereby an additional contralateral leg component was implanted extending into the right external iliac artery. Final angiography showed resolution of the endoleak, and the pt tolerated the procedure.